Event description:
It was reported that during the farapulse ablation (pfa) to treat atrial fibrillation faradrive steerable sheath was selected for use. It has been mentioned that upon insertion of the farawave catheter into the faradrive sheath, the catheter could not be flushed properly without air bubbles appearing in the sheath. The sheath was removed again and attempted to flush, and the air bubbles were still visible. No leak occurred outside the sheath but there was mix of blood and saline within the air bubbles in the sheath shaft. The sheath was replaced, and the procedure was completed using original faradrive sheath. Pressure bag was used for irrigation. No patient complications occurred. The product is not expected to return as disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.